Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of implantable neurostimulator (ins) model 7428 serial number (B)(4) determined normal impedances on each electrode pair, good, stable output were observed on each electrode pair and the ins was functionally okay. No significant anomalies were found. Analysis o/extension model 7482 serial number (B)(4) determined the extension was /functionally okay but cut through (suspected explant damage). No significant anomalies were found analysis of extension model 7482 serial number (B)(4) determined the extension was functionally okay but cut through (suspected explant damage). No significant anomalies were found.

Manufacturer narrative:
Product ID: 748295, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2011, product type: extension. (B)(4).

Event description:
Additional information received reported that there was a defective device. Paresthesia was induced by pressure on implantable neuro stimulator (ins) at contact 7. Left impedance was greater than 4,000 ohms. The device was explanted. On (B)(6) 2011 a re-implantation of stimulator and both extensions was performed. The event required hospitalization or prolongation of hospitalization. The event was unlikely or unrelated to the surgery, stimulation, system, medication, or pre-existing/underlying disease. The outcome resolved completely.

Event description:
Received info the pt experienced a loss of therapeutic stimulation and a return of increased tremors. Pt also reported an electrical shock when bending down. The physician assumed a fractured lead. Impedances were >4000 ohms for the left body side/right hemisphere. During the revision, a screw in the connector of the ipg was found not completely fixed. After fixation, impedances were still >4000 ohms. The extensions were replaced and impedances still abnormal with the "old" ipg. The ipg was replaced and all impedances were within normal. The leads were not replaced. After surgery, the medical problems resolved and the pt recovered completely.